Event description:
Procedure type: low anterior resection. According to the reporter: the instrument seemed to fire normally; anvil attached to the stapler and it clicked, turned the stapler down and saw green, tissue was clear around the stapler and anvil, fired it and seemed and felt normal, turned to open, anvil tilted, but the stapler would not come out. At the anterior, the staples were formed but it was partially cut, the posterior side was cut but the staples did not form. Tissue was cut to remove stapler and then attempts were made to re-create the anastomosis by hand sewing and eventual apr (abdomino-perineal resection). Surgery time was extended two hours. The patient is currently recovering with a permanent colostomy.